Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The unit was received with a stent protector not belonging to the unit and also the pigtail mandrel inserted. A visual examination of the crimped stent found proximal stent damage to the 1st strut. The strut was raised slightly from the balloon and had moved in distal direction. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The >85% stenosed target lesion was located in the severely tortuous right coronary artery (rca). After a 6fr non-bsc guide catheter was placed, a non-bsc guidewire crossed the lesion, pre-dilation was performed using a 1.5x6mm non-bsc balloon catheter. Then a 2.50x16mm promus element ¿ drug-eluting stent was advanced but failed to cross despite multiple attempts were made. Subsequently, pre-dilation was performed again using the same non-bsc balloon catheter. The stent was re-advanced but still failed to cross the lesion despite of a buddy wire support catheter was used. Plain old balloon angioplasty was performed and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.